Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(Event date): the event occurred on an unspecified date of (B)(6) 2022, further described as "incidents happened last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the bag of a capd disconnect y set; further described as "the tubing was stuck to the bag almost like it melted together, pulled it apart and it created a hole in the bag". This occurred during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.